Event description:
It was reported that during a da vinci si surgical procedure, the customer noted that at the tip of the monopolar cautery single site instrument wires were coming out of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with bent prongs at the cuatery adapter, causing difficulty to install the accessory tip. Engineering concluded that the damage was likely due to mishandling while installing the accessory tip. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The single site instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.